Event description:
Reportedly, the subject device was received in our subsidiary from a competitor company on (B)(6) 2014. They noted on the complaint form "premature battery depletion." It will be returned for analysis.

Event description:
Reportedly, the subject device was received in our subsidiary from a competitor company on (B)(6), 2014. They noted on the complaint form "premature battery depletion". It will be returned for analysis.